Event description:
Report received from the USA stating the device was "overheating." The device was being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device and the reported problem was confirmed. The motor exhibited damage to the locking mechanism that also may have contributed to the reported heat. The damage was consistent with either improper assembly of a cutting bur or attachment drive shaft into the motor, or with power braking. If additional information is received, a supplemental report will be sent.